Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the ins has been off for 3 months. Patient has to turn stim off because their family member accidentally let a door slam on the ins. Patient first said it felt like a little shock then said it hurt a lot more and they almost went to the hospital. Patient said it was "buzzing". Patient turned stim off and took advil. Patient said they don't want the device anymore. Patient said they have gotten assistance from other things and don't need the device anymore. Patient does do chi gong and noted that they did this today and the implant site istender. Patient said the recovery from the implant procedure was difficult. Patient said they had mercury toxicity in their body and mold in their body and brain. Patient said their kidneys and bladder took a hit from the toxins. Patient said they have had multiple recent dental procedures which have set them back. Patient has inflammation in the bladder. Patient got a bad yeast infection from the antibiotics the dentist p rescribed. Patient is on diflucan right now. Patient mentioned having to take a benadryl today. Patient mentioned being in the hospital at some point and had a head CT, patient said they held off on the MRI. Agent reviewed turning stim on and off. Patient turned stim on and said they felt something but the amplitude was at 0.0. Patient increased stim and was feeling stim in the bike seat area. Patient opted to turn stim back on. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.